Event description:
After connected to the pt's port and flushed with saline, the miniloc leaked fluid out where the tubing meets the 90' connector at the needle. The fluid seeped out onto the pt's skin. The device was prepped for use with chemo infusion and this event had the potential to leak chemo agent onto pt's skin. Device was removed from use and another unit used. Same product but different unit was used without issue. Will continue to monitor product or issues. The product was used by the chemo nurse to access a pt's port. When flushed, the saline sprayed out the end of the tubing where it meets the "huber" needle.